Event description:
During filter placement, the filter did not open. The filter stayed in place unopened. The physician snared the filter from above and below and the filter remained unopened. The filter was retrieved but thrown away. Another filter was placed uneventfully.

Manufacturer narrative:
A review of the manufacturing records shows this batch of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of 59 vena cava filters, sold since october 2009. The device is not available for eval. Pt info has not been provided. No through investigation is possible and the cause of what held the filter closed cannot be found. However the fact that the filter did not move after deployment neither after that the physician had snared the filter from above the below, lead us to think that the ivc wall was dissected during the implantation procedure, preventing the correct deployment of the filter.